Manufacturer narrative:
Device data was reviewed and confirmed the reported event. The data indicates a drop out of portal flow reading, followed by a high arterial pressure reading. Message code 180 (interface board timeout) was then observed, followed by message code 240. The action to do a power start on the metra device reset device to normal operation. The root cause was attributed to the 180 message code leading to the 240 message code.

Event description:
The device user (du) reported that message code 240 (portal flow sensor error: system cannot detect air bubbles) appeared when they had initially placed the liver on the pump. They had completed all wet-to-wet connections and were preparing to start perfusion. The clinical specialist (cs) had the du start troubleshooting. The surgical team removed the liver and placed it back on ice. Additional troubleshooting was performed. However, message code 240 was still present and was preventing the start of perfusion. Subsequently, a full power-cycle was performed while also re-wetting the portal flow tubing and replacing in sensor. The device was then powered back on, and message code 240 was no longer present. The surgical team then placed the liver back on the pump and re-initiated perfusion. The device entered liver onboard (lob) normally. Subsequently, it was confirmed that the liver was transplanted.

Event description:
The device user (du) reported that message code 240 (portal flow sensor error: system cannot detect air bubbles) appeared when they had initially placed the liver on the pump. They had completed all wet-to-wet connections and were preparing to start perfusion. The clinical specialist (cs) had the du start troubleshooting. The surgical team removed the liver and placed it back on ice. Additional troubleshooting was performed. However, message code 240 was still present and was preventing the start of perfusion. Subsequently, a full power-cycle was performed while also re-wetting the portal flow tubing and replacing in sensor. The device was then powered back on, and message code 240 was no longer present. The surgical team then placed the liver back on the pump and re-initiated perfusion. The device entered liver onboard (lob) normally. Subsequently, it was confirmed that the liver was transplanted.

Manufacturer narrative:
Investigation is currently pending.